Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturers representative reported that the patient had not yet had a pocket revision surgery, and no additional information could be provided.

Event description:
The manufacturer representative reported that the patient was going to have a revision to relocate the implant. The representative noted that it was uncomfortable for the patient so they were moving it to a different part of the body. The representative stated that there also was poor coupling and difficulty maintaining 6-8 coupling boxes and requested a new recharger antenna to try to resolve the issue. A replacement was sent. The indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stated that the patient was given a spacer and new antenna and encouraged to charge for shorter period of time. It was reported that a physician assisted charging session was initiated, but patient didn¿t charge the battery in a timely fashion and another physician assisted session needed to be initiated, and the same result occurred. Patient consulted with surgeon and was on the schedule for pocket revision, but case was cancelled due to blood work issues. It was reported the patient is not back on the schedule at this point. The poor coupling issue was reported not yet resolved.